Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's one grip close cable was broken at the distal idlers. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the instrument idler pulley spun freely and exhibited damage. The distal idler pulley where the broken cable was seated had a section that was bent inwards. It was concluded that the pulley damage was likely due to mishandling and this damage likely contributed to the cable damage. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci prostatectomy procedure, the cable on the large needle driver instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.